Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with injections of ceftazidime and vancomycin (1 gram, ongoing, route and frequency not reported for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
It was reported during follow up that antibiotic treatment was discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.